Event description:
It was reported that the patient presented in clinic with presyncopal symptoms due to oversensing on the right ventricular lead. The noise was unable to be reproduced in clinic. Programming changes were made to the device and the lead remains implanted. The patient still experiences occasional dizziness, and was given a remote system to monitor future events.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.